Event description:
The pt received her scs system, including an ipg and two percutaneous leads, on (B)(6) 2010. It was reported that the pt felt a burning sensation at the ipg pocket site when the stimulator is turned on. The physician prescribed lidoderm patches for the pt to use over the ipg site as needed. Follow up on the pt found that no complaints of burning at the ipg site were reported during a (B)(6) 2011 reprogramming session.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.